Manufacturer narrative:
Approximate age of device ¿ 3 years and 11 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead (approximately 18 inches), was returned for evaluation. The returned section of the percutaneous lead was tested for electrical continuity in the condition that it was received and upon manipulation revealed an open orange wire. Visual examination of the underlying wires revealed a breach to the red wire at the metal connector, as well as a complete fracture to the orange wire at the metal connector. These breaches appeared to be a result of a combination of abrasion against the braided shield, as well as cyclic flexing in this area. Additionally, a breach to the black wire was identified 8.5 inches from the metal connector. This damage appeared to be a result of abrasion against the copper wrapping used in a previous distal end percutaneous lead replacement (reference MFR. Report # 2916596-2014-01492). The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage through the wire insulation, and no additional breaches to the insulation of the wires were identified. If the exposed conductors of the black, red, or orange wires had contacted the braided shield while the patient was connected to the power module, the resulting short to ground would have caused the reported alarm events. The reported event also could have been caused by a phase to phase short which would occur if the exposed conductors of the black, orange, or red wires made contact simultaneously with the braided shield while operating on power module or battery power. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a pump stop while at home with the pump connected to the power module. The patient switched to battery power and the pump stop resolved. The patient presented to the clinic, and during the visit the pump stopped again while the patient was connected to a power module and resolved when the power source was urgently switched to battery power. On (B)(6) 2015, the distal end of the percutaneous lead was successfully replaced. No further reports of pump stops have been received.